Event description:
The customer initially reported that their device had its service indicator illuminated and had logged multiple event codes. The customer later reported that after they cleared the event codes logged, they observed the device having a continuous boot loop failure. The device would not power on completely because it would power cycle itself during the boot process and never complete the power cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported continuous boot loop failure but did observe the device to power itself on automatically. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.